Event description:
The customer alleged an event of suspected positive biological indicator (bi). No injuries were reported from the unrecalled load. It was reported that the customer put a sterrad cyclesure 24 biological indicator into a 10ml syringe, covered it with a silicon mat, and wrapped it with a bonded textile cloth. The location of the bi in the chamber was in the center of the lower rack near a surgical rigid device. The customer confirmed that the chemical indicator color changed correctly, and therefore did not recall the load.

Manufacturer narrative:
Suspected positive bi.

Manufacturer narrative:
Investigation summary: a customer reported a positive bi result after incubation. The bi lot number was not provided. The load was not recalled and there were no injuries reported from the unrecalled load. The customer processed the bi by placing it inside a 10ml syringe, covered with a silicon mat, and wrapped it with a bonded textile cloth. The cycle did not cancel and, therefore, it is unlikely that the positive bi result was caused by the sterilizer. Thorough investigation of this complaint concluded that the positive bi result was due to user error where the bi was not processed correctly, and thus the result showed growth or positive. Per the cyclesure IFU "place the bi in a tyvek pouch and place the pouch in the most challenging area for the sterilant to reach. This is typically on the shelf close to the rear of the sterilizer." An assessment of the failure mode and effects analysis revealed low-safety risk to the user. There was no RMA sample returned for evaluation. The lot number was not provided and therefore it is not possible to review the DHR file.